Manufacturer narrative:
"The clinical analyst has reviewed the file and stated the following: ¿the surgeon reported that he has had several patients with an unusual amount of cornel swelling and increased intraocular pressure (iop) following routine cataract extractions with intraocular lens implant procedures. In four to five cases the phacoemulsification tip was loose. The case was stopped so that the tip could be tightened. All cases were not complicated. There was no anterior chamber reaction noted. The surgeon observed the epinephrine added to the balanced salt solution (bss) bag may have been at the wrong concentration. The surgeon is questioning if the intracameral lidocaine may have an issue. The facility administrator noted that ""we are trying to find a common denominator. Of the 5 patients you named with both high pressure and swelling, 3 of them were lensx, all had different cataract trays. I checked the expiration dates on the viscoelastic that we have and they are all good until 2018."" Bullous keratopathy (or pseudophakic corneal edema) is a condition in which the cornea becomes permanently swollen. Bullous keratopathy is an over-hydration of the cornea due to endothelial dysfunction. Commonly, the endothelial cell density is reduced, and because the cells balance the hydration state of the cornea, a compromised endothelial cell pump mechanism is referred to as 'corneal decompensation'. Bullous keratopathy is most often found following complicated cataract extraction or other surgical trauma. Chronic endothelial cell damage may result from anterior chamber intraocular lenses or chronic inflammation. Idiopathic and congenital endothelial dystrophies occur in sporadic cases. The symptoms include reduced visual acuity with tearing and sensitivity to light is common. A sub-epithelial blister formation may induce intense pain. Epithelial edema with microcysts and formation of sub-epithelial bullae, increased stromal thickness due to edema with loss of corneal transparency, and sub-epithelial and stromal scarring may occur in long-standing cases. With advanced treatment modalities, complete visual rehabilitation may be achieved with an excellent long-term prognosis. However, both the overall ocular condition as well as the duration of the disorder itself may affect the final visual outcome. Bullous keratopathy after cataract surgery can be caused by various factors as mentioned above. There is insufficient information regarding the patient¿s ocular history and detailed events surrounding the occurrence. The surgeon observed the event may be related to the epinephrine or the intracameral lidocaine.¿ the system and phaco handpiece were both examined. The company representative did not indicate finding any issues that would be associated with the reported events. The equipment was tested and found to meet product specifications. No phaco tip (unspecified product) was returned for corneal swelling and increased intraocular pressure. The phaco tip was loose, but worked fine after it was tightened on the handpiece. No lot number was identified with this complaint. Therefore, a lot history review could not be conducted. Because a sample was not returned and no lot information was provided for a lot record review, the root cause for customer complaint issue cannot be determined. All phaco tips are 100% visually inspected by trained operators using 30x magnification. The equipment was found to meet specifications. Based upon the information provided, the root cause cannot be determined conclusively. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported that he has had several patients with an unusual amount of cornel swelling and increased intraocular pressure (iop) following routine cataract extractions with intraocular lens implant procedures. In four to five cases the phacoemulsification tip was loose. The case was stopped so that the tip could be tightened. The surgeon is also concerned that the fluids may have been mixed at the wrong concentration. All cases were not complicated. There was no anterior chamber reaction noted. This is the fifth of five reports for this reported event from this facility.